Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's device during implant had a connection problem and the screw could not tighten normally. The lead had an impedance reading undefined. The physician replaced the device. The lead remains in use. No patient complications have been reported as a result of this event.